Manufacturer narrative:
The lens was returned in liquid, in a specimen cup. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, into the patient's left (os) eye on (B)(6) 2019. On (B)(6) 2019 the surgeon explanted the lens due to glare and halos. The problem was resolved.